Event description:
Caller reported damage to the pump housing and usb port, causing the pump to become loose with any charging cable and affecting the ability to charge the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for a replacement pump and wall adapter to be sent to the customer, who was instructed to use multiple daily injections (mdi) as backup therapy to ensure insulin delivery is not interrupted.